Event description:
The duett sealing device was deployed following a diagnostic procedure via the right common femoral artery. During the deployment, the physician noted blood return on negative aspiration, so tension was increased and the sheath was moved back 1mm. No blood return was noted on the second aspiration and the procoagulant was delivered. After the duett deployment, the pt's leg became mottled and pedal pulses were absent. A peripheral angiogram was performed from the contralateral side using an 8f sheath. A thrombus was present in the mid superficial femoral artery with no distal flow. Heparin was given, and an angiojet was used to remove the clot. A thrombus was noted in the dorsalis pedis (dp) so a tpa bolus was given through an infusion catheter along with ntg, verapamil, aggrastat, and papaverine. A vascular surgeon was consulted and saw the pt post-angiojet. Two (2) hours post-angiojet, a retroperitoneal bleed from the left groin had developed (the duett was not used on the left groin), so the aggrastat was stopped and the heparin drip and the calcium channel blocker continued. The pt was still sedated with +2 posterior tibial (pt) pulse, color had improved, and the foot was warm. The dp pulse was still absent (+1 dp pulse prior to deployment). At the time of the field clinical specialist's last visit, the dp pulse had returned (+1), the foot was warm, and there was more sensation throughout the entire foot. The retroperitoneal bleed resolved spontaneously. As of 8/16/00, the foot was warm to the touch and has good pedal pulses. However, surgery is being considered to restore blood flow to the distal ends of the toes.